Event description:
It was reported that: during placement of a vaginal sling: for the treatment of stress urinary incontinence, resistance was encountered during withdrawal of the delivery through the rectus layer. Following removal of the delivery device it was noted that the tip of the delivery device dilator detached and remained in the pt. The doctor was unable to locate the detached tip and no further retrieval was attempted (it is believed to be embedded in the abdominal muscle bed). The procedure was successfully completed with another handle. This device has not been received for evaluation. Therefore, a failure analysis is not available at this time. A lot search was performed and revealed no other complaints on this lot number. Without evaluating the device co is unable to determine at this time if the device met its specifications. The investigation of this event is ongoing. Co believes user technique, and/or anatomy may have contributed to this event. However, co is unable at this time to determine the relationship between the device and the cause for this event. No serious injury to the pt was reported in this case. In addition, co does not believe that this event would likely, cause or contribute to a serious injury if it were to recur.